Event description:
In 2008, admitted to or for laparoscopic roux-en y gastric bypass. No device problems were noted during the procedure. Discharged from the hospital to home two days later, following uncomplicated post-operative recovery process. Two weeks post operative clinic visit (her second post op visit), tolerating diet without nausea or vomiting by pt report. On the following month, called clinic reporting back and abdominal pain. Complaints of gas and constipation. Found dead at home later in the day. Autopsy by ramsey county medical examiner, results not available to this facility. Facility aware of death the next day, but became aware of trend of death and infections possibly related to the device much later following a closed record review of multiple cases by infection control and surgical departments.